Manufacturer narrative:
Continuation of d10: 6947m55, lead, implanted: (B)(6) 2014; 6725, adaptor, implanted: (B)(6) 2023, explanted: (B)(6) 2023. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Review of the save to disk file attached to the device record revealed the device/ battery were working as expected. Based on the high output programming of the device and the high bluetooth usage, would explain the short battery life. When the device was reprogrammed the battery current dropped and the voltage recovered. Hybrid analysis revealed both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There was no evidence of a high current drain condition on the hybrid and no hybrid anomalies were observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion with strange remaining longevity estimates. The device was noted to have approximately four years remaining longevity four months post-implant. The device was programmed to a different pacing mode during a procedure to implant a lead in the patient's right atrium. The remaining longevity was noted to have increased to over ten years. The change in longevity made the physician nervous about a fault with the device. The physician opted to explant and replace the device with new programmed settings. No patient complications have been reported as a result of this event.